Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown femoral head. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Event description:
It was reported patient was revised on right hip due to spike in cobalt level. Doctor removed mdm liner, femoral head and mdm ball.